Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirms the complaint. In addition, the threads on the tip are nicked and damaged. The item has been heavily impacted on all sides. The root cause is attributed to misuse. It should be noted, eco416321 was implemented (B)(4) 2013 to change the overall length of the handle and a flared feature was added for the over molded handle, the end scallop features have been replaced with a diamond knurl. The returned device was manufactured prior to the changes. Further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
White handle is broken and spins independently from the impactor.